Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, it was noticed that the balloon had a pinhole, which does not confirm the reported event of balloon burst; however, the problem found could have been interpreted by the customer as the reported event of balloon burst. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In june 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on an unknown date. During the procedure, it was noted that all three balloons burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on an unknown date. During the procedure, it was noted that all three balloons burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.